Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 40 mg/dl. Cause was not known. Customer consumed carbohydrates to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management. Additionally, it was reported that a cartridge alarm 25 occurred due to the customer removing the cartridge from the pump outside of the load sequence. Tandem technical support informed the customer of the proper load technique. Customer¿s blood glucose (bg) level was "high"; although specific value was not provided. A manual dose injection was given to address bg.